Event description:
No additional event information was received.

Manufacturer narrative:
The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the electric dermatome on october 10, 2019 revealed that the calibration was out of specifications at the zero setting only. The calibration was below specifications and ran erratically. The control bar was in the correct position. The insulated wire was exposed on the cord assembly. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on october 10, 2019 which included replacement of the o-ring, end cap, seal/strain relief, plug harness assembly, machined head, switch mount, switch, motor, neckpiece, needle bearing, reciprocating arm, spring seal, bearings, fine adjustment cams, screws, spring pin, semi-circle bearings, and vespel bearings. Electric dermatome, serial number 205288, was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the electric dermatome had an exposed wire on the cord assembly, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the o-ring, end cap, seal/strain relief, plug harness assembly, machined head, switch mount, switch, motor, neckpiece, needle bearing, reciprocating arm, spring seal, bearings, fine adjustment cams, screws, spring pin, semi-circle bearings, and vespel bearings were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported the power cable was coming apart/outer insulation is bunching up. The event occurred prior to surgery. There was no harm and no delay. No adverse events were reported as a result of this malfunction.